Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on power supply and gib battery were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed kv on in error messages. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.